Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose levels (40 mg/dl), reportedly, the pump basal rate needs to be adjusted. Tandem technical support guided the customer through adjusting the pump basal rate. Customer drank juice to address elevated bg levels.

Event description:
It was reported that the customer experienced low blood glucose levels (40 mg/dl), reportedly, the pump basal rate needs to be adjusted. Tandem technical support guided the customer through adjusting the pump basal rate. Customer drank juice to address low bg levels.